Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5042241) on (B)(6) 2015. The most recent information was received on 04-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of uterus perforation and urinary tract infection in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Historical condition included total number of pregnancy: 3, live births: 3, 2 cerclage, premature baby and left ovarian cyst. Concomitant condition included obesity. Diagnostic results included: on (B)(6) 2012 she underwent essure confirmation test x-ray. On (B)(6) 2015, transabdominal and transvaginal demonstrated normal size uterus measuring 4x5.6x9.1 cm. The endometrial echo measures 0.7 cm. There are bilateral essure device placed, by history and small echogenic focus seen along the fundus of the uterus most likely reflects an essure device. The ovaries are normal in size with the right measuring 3.4x2.5x2.9 cm and the left 3.9x2.4x2.8 cm. There is simple left ovarian cyst measuring 2.1x1.9 cm. There are no adnexal masses and there is no free fluid seen. Consumer reported that she had her essure inserted on (B)(6) 2011. She started getting the following symptoms: uterus perforation (medical criteria significant and intervention criteria required) and urinary tract infection (medical criteria significant), pain from perforation all over the body painful intercourse, prolonged bleeding, stomach cramping, stomach pain, body pain (body aches), fainting were added. Outcome of event prolonged bleeding, painful intercourse, fainting issues, cramping, sharp/stabbing pelvic pain, abnormal menses, constant spotting, discharge with odor and without, hot flashes, excessive bleeding during period, painful ovulation, night sweats, bleeding/spotting after sex, painful periods, bleeding between periods, long menstrual cycles, sexual dysfunctions (unable to orgasm or feel pleasure), yeast infection, frequent urination, breast pain, back pain, joint pain, legs pain, neck pain, spine pain and hip pain, chronic pelvic pain, all over body aches/pain, nausea, vomiting every morning, gas, constipation, metallic taste in mouth, heartburn, lots of headaches and migraines, dizziness, anxiety, panic attacks, mood swings, depression, sadness, mood disorders, swelling of legs or feet, hair loss, hair growing in new places, dental issues, insomnia, weight issues (gain), sleep apnea, blurred vision and excessive sweating. Essure was removed on (B)(6) 2015. The outcome of event prolonged bleeding and fainting issues were recovered resolved and painful intercourse was recovering/resolving. Ptc investigation result was received on 15-jul-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se and of broad nature. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. After internal review on (B)(6) 2015, the event unable to orgasm or feel pleasure was split and the meddra term libido decreased was added to the case. Follow up 04-aug-2015: follow up letter could not be delivered (returned to sender). No new information was provided. Follow-up received on 13-jul-2016: legal claim was received from lawyer on behalf of plaintiff. Essure was inserted in (B)(6) 2011. After being implanted, she suffered from severe and permanent injuries. Most recent follow-up information incorporated above includes: on 04-dec-2017, reporters added, aka name added. Events uterus perforation and pain from perforation all over the body painful intercourse, prolonged bleeding, stomach cramping, stomach pain, body pain (body aches), fainting were added. Outcome of event prolonged bleeding, painful intercourse, fainting issues added, product start and stop date updated. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ the reporter commented: plaintiff did not claimed allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042241) on 29-jun-2015. The most recent information was received on 14-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), genital haemorrhage ("prolonged bleeding") and urinary tract infection ("urinary tract infection") in a 26-year-old female patient who had essure (batch no. 904751-right, 910507-left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not used birth control or contraception at any time following her essure placement procedure". The patient's medical history included multigravida, parity 3 (((B)(6) 2008, (B)(6) 2010, (B)(6) 2011)), shirodkar operation and premature baby. *(B)(6) 2012 she underwent essure confirmation test x-ray. On (B)(6) 2015, transabdominal and transvaginal demonstrated normal size uterus measuring 4x5.6x9.1 cm. The endometrial echo measures 0.7 cm. There are bilateral essure device placed, by history and small echogenic focus seen along the fundus of the uterus most likely reflects an essure device. The ovaries are normal in size with the right measuring 3.4x2.5x2.9 cm and the left 3.9x2.4x2.8 cm. There is simple left ovarian cyst measuring 2.1x1.9 cm. There are no adnexal masses and there is no free fluid seen. (B)(6) 2017, MRI of the lumbosacral spine without contrast showed there are changes of degenerative disc desiccation mildly present at l4-l5 and l5-s1 level. There is minimal anterior listhesis of l5 on s1 which in association with facet hypertrophy produce impingement of the l5 roots bilaterally at the foraminal level. There are findings compatible with uterine adenomyosis with fluid retention seen within the endometrial cavity. Concurrent conditions included obesity and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("lots of headaches"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced migraine ("migraines"), abdominal pain upper ("stomach cramping/stomach pain") and pain ("body pain (body aches)/pain from perforation all over the body/all over body aches/pain"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, urinary tract infection (seriousness criterion medically significant) with pollakiuria, fungal infection ("yeast infection"), menstrual disorder ("abnormal menses"), vaginal haemorrhage ("constant spotting"), vaginal discharge ("discharge with odor and without"), hot flush ("hot flashes"), menorrhagia ("excessive bleeding during period/long menstrual cycles/prolonged bleeding"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), coital bleeding ("bleeding/spotting after sex"), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods"), breast pain ("breast pain"), back pain ("back pain"), arthralgia ("joint pain / hip pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), spinal pain ("spine pain"), nausea ("nausea"), vomiting ("vomiting every morning"), flatulence ("gas"), constipation ("constipation"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), dizziness ("dizziness"), anxiety ("anxiety") with insomnia, panic attack ("panic attacks"), depression ("depression") with anorgasmia, libido decreased, mood swings, depressed mood, affective disorder and weight increased, peripheral swelling ("swelling of legs or feet"), alopecia ("hair loss"), hypertrichosis ("hair growing in new places"), tooth disorder ("dental issues"), sleep apnoea syndrome ("sleep apnea"), vision blurred ("blurred vision"), hyperhidrosis ("excessive sweating") and syncope ("fainting"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, urinary tract infection, fungal infection, menstrual disorder, vaginal haemorrhage, vaginal discharge, hot flush, menorrhagia, ovulation pain, night sweats, coital bleeding, dysmenorrhoea, metrorrhagia, breast pain, back pain, arthralgia, pain in extremity, neck pain, spinal pain, nausea, vomiting, flatulence, constipation, dysgeusia, dyspepsia, headache, migraine, dizziness, anxiety, panic attack, depression, peripheral swelling, alopecia, hypertrichosis, tooth disorder, sleep apnoea syndrome, vision blurred, hyperhidrosis, abdominal pain upper and pain outcome was unknown, the genital haemorrhage and syncope had resolved and the dyspareunia was resolving. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, constipation, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, flatulence, fungal infection, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertrichosis, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, neck pain, night sweats, ovulation pain, pain, pain in extremity, panic attack, peripheral swelling, sleep apnoea syndrome, spinal pain, syncope, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and vomiting to be related to essure. The reporter commented: plaintiff did not claimed allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Discrepancy noted: insertion date was reported as (B)(6) 2011 in (B)(6) 2017 document and (B)(6) 2011 in document from (B)(6) 2019. Discrepancy noted: device removal date was reported as (B)(6) 2015 in (B)(6) 2017 document and (B)(6) 2015 in document from (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Ultrasound scan vagina - on an unknown date: results: normal size uterus measuring 4x5.6x9.1 cm. X-ray - on an unknown date: results: essure perforated her uterus. Lot number: 904751, manufacturing date: 2011/09, expiration date: 2014/10; lot number: 910507, manufacturing date: 2011/10, expiration date: 2014/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042241) on 29-jun-2015. The most recent information was received on 01-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), genital haemorrhage ("prolonged bleeding") and urinary tract infection ("urinary tract infection") in a 26-year-old female patient who had essure (batch no. 904751-right,910507-left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "did not used birth control or contraception at any time following her essure placement procedure". The patient's medical history included multigravida, parity 3 ((06jul2008, 27may2010, 20sep2011)), shirodkar operation and premature baby. On mar-2012: patient underwent x-ray. Concurrent conditions included obesity and ovarian cyst. On (B)(6) 9-dec-2011, the patient had essure inserted. In (B)(6), the patient experienced headache ("lots of headaches"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced migraine ("migraines"), abdominal pain upper ("stomach cramping/stomach pain") and pain ("body pain (body aches)/pain from perforation all over the body/all over body aches/pain"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, urinary tract infection (seriousness criterion medically significant) with pollakiuria, fungal infection ("yeast infection"), menstrual disorder ("abnormal menses"), vaginal haemorrhage ("constant spotting"), vaginal discharge ("discharge with odor and without"), hot flush ("hot flashes"), menorrhagia ("excessive bleeding during period/long menstrual cycles/prolonged bleeding"), ovulation pain ("painful ovulation"), night sweats ("night sweats"), coital bleeding ("bleeding/spotting after sex"), dysmenorrhoea ("painful periods"), metrorrhagia ("bleeding between periods"), breast pain ("breast pain"), back pain ("back pain"), arthralgia ("joint pain / hip pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), spinal pain ("spine pain"), nausea ("nausea"), vomiting ("vomiting every morning"), flatulence ("gas"), constipation ("constipation"), dysgeusia ("metallic taste in mouth"), dyspepsia ("heartburn"), dizziness ("dizziness"), anxiety ("anxiety") with insomnia, panic attack ("panic attacks"), depression ("depression") with anorgasmia, libido decreased, mood swings, depressed mood, affective disorder and weight increased, peripheral swelling ("swelling of legs or feet"), alopecia ("hair loss"), hypertrichosis ("hair growing in new places"), tooth disorder ("dental issues"), sleep apnoea syndrome ("sleep apnea"), vision blurred ("blurred vision"), hyperhidrosis ("excessive sweating") and syncope ("fainting"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, urinary tract infection, fungal infection, menstrual disorder, vaginal haemorrhage, vaginal discharge, hot flush, menorrhagia, ovulation pain, night sweats, coital bleeding, dysmenorrhoea, metrorrhagia, breast pain, back pain, arthralgia, pain in extremity, neck pain, spinal pain, nausea, vomiting, flatulence, constipation, dysgeusia, dyspepsia, headache, migraine, dizziness, anxiety, panic attack, depression, peripheral swelling, alopecia, hypertrichosis, tooth disorder, sleep apnoea syndrome, vision blurred, hyperhidrosis, abdominal pain upper and pain outcome was unknown, the genital haemorrhage and syncope had resolved and the dyspareunia was resolving. The reporter considered abdominal pain upper, alopecia, anxiety, arthralgia, back pain, breast pain, coital bleeding, constipation, depression, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, flatulence, fungal infection, genital haemorrhage, headache, hot flush, hyperhidrosis, hypertrichosis, menorrhagia, menstrual disorder, metrorrhagia, migraine, nausea, neck pain, night sweats, ovulation pain, pain, pain in extremity, panic attack, peripheral swelling, sleep apnoea syndrome, spinal pain, syncope, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vision blurred and vomiting to be related to essure. The reporter commented: plaintiff did not claimed allergic to nickel or any other component of essure. Plaintiff did not claim that she experienced a hypersensitivity reaction to nickel or any other component of essure. Discrepancy noted: insertion date was reported as 09-dec-2011 in december 2017 document and 29-dec-2011 in document from 1-may-2019. Discrepancy noted: device removal date was reported as 15-aug-2015 in december 2017 document and 14-aug-2015 in document from 1-may-2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Ultrasound scan vagina - on an unknown date: results: normal size uterus measuring 4x5.6x9.1 cm.. X-ray - on an unknown date: results: essure perforated her uterus. Mar2012 she underwent essure confirmation test x-ray. On 24-mar-2015, transabdominal and transvaginal demonstrated normal size uterus measuring 4x5.6x9.1 cm. The endometrial echo measures 0.7 cm. There are bilateral essure device placed, by history and small echogenic focus seen along the fundus of the uterus most likely reflects an essure device. The ovaries are normal in size with the right measuring 3.4x2.5x2.9 cm and the left 3.9x2.4x2.8 cm. There is simple left ovarian cyst measuring 2.1x1.9 cm. There are no adnexal masses and there is no free fluid seen. 27jan 2017, MRI of the lumbosacral spine without contrast showed there are changes of degenerative disc desiccation mildly present at l4-l5 and l5-s1 level. There is minimal anterior listhesis of l5 on s1 which in association with facet hypertrophy produce impingement of the l5 roots bilaterally at the foraminal level. There are findings compatible with uterine adenomysis with fluid retention seen within the endometrial cavity. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se and of broad nature. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet received. Event outcome was updated for the events: prolonged bleeding, painful intercourse, fainting. Lot number was added. Reporter information was updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.